Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and device displayed a shock impedance measurement of 0 ohms. Electromagnetic interference (emi) was suspected but not verified as the source. There were no adverse patient effects. The system remains in service.